Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel® dxc 800 pro synchron® chemistry analyzer.the original results were in the range of 145-156mmol/l and the rerun results were in the range 139-144mmol/l.the erroneous results were not reported outside of the laboratory.there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples are drawn in b-d lithium heparin plasma separator tubes. Qc is run at least once each day and qc results have been within the lab's established ranges.a bci engineer went on-site and completed a pm (preventive maintenance) after which the problem was resolved. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.